Event description:
Subsequent to the initial MDR, additional information has been provided.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event during which the patient fell unconscious. When the patient's blood glucose was checked it was 40 mg/dl, there was no cgm valuer provided. The patient was treated with glucose and had stitches on their head. At the time of the report, the reporter states that the patient is stable. Dexcom technical support attempted to follow up with the reporter multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.